Event description:
Through the biomet (B)(4) clinical study it was identified the patient had a revision.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product return identifies no anomalies or non-conformances in the manufacturing. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.